Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during the service evaluation process the ir lens cap of the device was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during the service evaluation process the ir lens cap of the device was missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.